Manufacturer narrative:
Product complaint # (B)(4). Section e1. (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00112 and 3008114965-2024-00113.

Event description:
As reported by the field, during the procedure, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8219132) became impeded in y connector and could not be pushed into the prowler select plus 150/5cm microcatheter (606s255x, 31018682). The physician retracted the stent, but it was released automatically. The stent body was separated prematurely from the delivery wire, and the stent body was found to be fractured. The doctor removed the microcatheter (mc) from the patient and switched new stent and microcatheter to complete the surgery. There was no patient injury. Additional event information was received on 17-jan-2024 indicating that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. No excessive force used with the stent. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receipt of the device, a visual inspection was performed, and one compressed condition was found at 7cm from the distal end. This damage seemed like a fingertip mark. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The received 150cm x 5cm prowler select plus microcatheter was flushed using a lab sample syringe. After that, a 0.018-inch (0.04572 cm) guidewire lab sample was introduced into the received microcatheter and it was advanced. No resistance or friction was felt when the guidewire passed through the proximal aspect of the device. The guidewire got stuck until it reached the compressed condition found. The issue regarding resistance at the proximal section of the microcatheter cannot be confirmed with the evidence available since the guide wire was able to pass through the proximal section of the microcatheter without significant resistance until it reached the compressed section. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. According to the risk documentation, an insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The compressed condition found is suspected to have appeared during the post-operational handling of the device since it was not originally reported in the complaint. This condition is not considered related to the reported issue. A manufacturing record evaluation was performed for the finished device 31018682 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.